Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital. The product is not sold in the USA but it is similar to a product which is sold in the USA. The resistance of the heaterwire was tested on the returned device. Results: the resistance of the heaterwire in the inspiratory limb was higher than the acceptable limit. A lot check has revealed no other similar complaints for this lot number. Conclusion: higher resistances in heaterwire are usually associated with improper crimping of the heaterwire during production. Changes have been made to the crimping process with the replacement of all crimping machines on the production line in november 2007. The product in this complaint was manufactured before this date. All breathing circuits are electrically tested during production and those that fail are rejected. Higher resistance must have developed post production, during transport or in use. Our monitoring and trending for this type of event shows a rate of occurrence of 0.0008%.

Event description:
A hospital reported to our distributor that the heater wire alarm on the mr850 humidifier sounded when being used on a pt with an rt226 infant breathing circuit. It was also reported that the rt226 infant breathing circuit was replaced and no further problems occurred. No pt consequence was reported.